Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set; medical device type: fpa. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples from the bd inventory were functionally tested and the issue of insufficient blood flow was not observed. Bd was unable to confirm the customers' indicated failure mode based on the retained samples' test results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "the return of blood is not systematically done in the control during blood sampling."